Manufacturer narrative:
The investigation into the reported battery cell failure has been completed. The automated impella controller (aic) logs confirmed the reported failure. The aic was received for evaluation. Testing revealed battery 1 had no communication and lockout as opposed to battery 2 that had information indicating well charged and balanced cells. Upon visual inspection of the interior of the aic, the lcd screen on battery 1 was noted to be blank indicating cell lockout. The root cause of the aic issue was determined to be a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an automated impella controller (aic) with a red battery alarm. The aic was therefore replaced and support proceeded without harm or injury from delay.